Manufacturer narrative:
As reported, the patient was diagnosed with a hernia post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of hernia as possibly related to the study device and causally related to the procedure and not recovered/ not resolved. However, based on the information provided the degree to which the phasix mesh used to treat the patient, may have caused, or contributed to the patient's postoperative course is unknown. Review of the manufacturing records shows the product was manufactured to specification. This MDR is submitted to document the hernia occurrence on (B)(6) 2025. MDR 1213643-2024-00017 was previously submitted to document the postoperative surgical site infection. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(4): the subject patient underwent an open exploratory primary laparotomy with concomitant procedures hysterectomy, oophorectomy, left salpingectomy and right salpingo-oophorectomy on (B)(6) 2023, during which a bard/davol phasix mesh was trimmed, placed in onlay fashion and secured in place. The midline fascia was completely closed with slow absorbing monofilament 1 pds sutures. A 3cm overlap in all directions was achieved. Skin closure was achieved by running stitch with long term absorbable sutures. The subject patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, the subject patient was diagnosed with superficial surgical site infection and required medication. (Note the ssi resolved on 01-feb-2024 and was reported to the FDA reference (B)(4). On (B)(6) 2025, the subject patient was diagnosed with a hernia occurrence through CT scan. As reported, the adverse event (hernia) has been assessed per clinician as possibly related to the study device with a causal relationship to the procedure and not recovered/ not resolved. The severity has been assessed as mild. The reported ae does not meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).